Manufacturer narrative:
All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that approximately one week following a device replacement procedure this implantable right ventricular (rv) defibrillation lead required repositioning for an unspecified issue. Defibrillation thresholds (dft) testing was also unsuccessful at 35 joules. Following the lead revision, dft testing was successful at 35 joules. To date, there have been no adverse patient effects reported.